Manufacturer narrative:
(B)(4).

Event description:
It was reported " the clip applicator does not grip the clips, the clips fall out of the clip applicator when put on by the scrub nurse". No patient harm or injury reported. It is additionally stated " the patient did not suffer any injuries during the procedure".

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "during visual and functional examination we found the following: the stop for setting the jaw opening is outside the specification, which is why the jaw does not have the correct opening angle to accommodate the clip. The instrument with lot a6-01 was shipped to tfx. Original manufacturing lot is 21545106, DHR review: upon review of the device history records for the affected lot number, we can confirm that both the correct material and correct components had been used and that the instrument meets the product specifications. All process steps were found to have been properly documented. 100% functional test at final inspection found good. Normal wear and tear of parts over a longer period of use. At k & w, no further measures will be initiated; this complaint is being rejected by us." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported " the clip applicator does not grip the clips, the clips fall out of the clip applicator when put on by the scrub nurse". No patient harm or injury reported. It is additionally stated " the patient did not suffer any injuries during the procedure".